Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was alleged that a call service 064 alarm was emitted during the rewind and load steps. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2017 with the following findings: a review of the black box confirmed the 064 errors. Call service 078 alarms were duplicated consistently during investigation. The motor was not functioning. The pump was opened to find moisture/corrosion in and around the motor circuitry. Unrelated to the original complaint, the battery compartment was cracked along the side of the pump.